Manufacturer narrative:
A4: unk a5: unk a6: unk claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, during the same surgery. The lens was replaced with a longer length lens and the problem was resolved. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was removed due to low vaulting. Claim # (B)(4).